Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Other, not able to duplicate issue. R: won't power up not duplicated e: alarming 3,4 leaking manifold hoses, saturated sieve beds. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Other, not able to duplicate issue. R: won't power up not duplicated e: alarming 3,4 leaking manifold hoses, saturated sieve beds. Dealer advised unit will not power up. Dealer advised enduser tried to turn it on and would not power up. Dealer advised thinks issue is the on off switch or circuit board. Dealer advised unit will come on briefly and then shut down with no alarms.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised unit will not power up. Dealer advised enduser tried to turn it on and would not power up. Dealer advised thinks issue is the on off switch or circuit board. Dealer advised unit will come on briefly and then shut down with no alarms.